Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and discussed possible backlight inverter issue and the 1st generation light crystal display (lcd) versus the 2nd generation of the lcd. The customer had the 2.30 software already uploaded on the unit. Part number for the 2nd generation of the user interface (ui) was provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator display was dim at turn on but brightens up after a couple of hours. There was no patient involvement.